Event description:
It was reported that the customer had a off no power anomaly in the insulin pump. The customer's blood glucose level was high mg/dl. The customer stated the type of battery in use is energizer. The customer stated that they received a low battery alert prior to of no power alert. The customer just got a33 error. The customer clear a39, the insulin pump when into rewind after time and date set up, then went back to a39. The troubleshooting was stopped. The customer was advised that the insulin pump will be replaced. The customer keep getting off no power and a33 errors, does not do him anything else.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to corroded motor assembly. Other alarms were not verified due to the device having reoccurring motor error alarms. The device had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.